Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blocked needle occurred during use with a bd vacutainer® luer-lok¿ access device holder . The following information was provided by the initial reporter, "when smartsite 20039e connect with llad, it could not collect blood."

Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided by the customer facility for investigation. The photo was evaluated and the customer's indicated failure mode that device could not collect blood with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that blocked needle occurred during use with a bd vacutainer® luer-lok¿ access device holder . The following information was provided by the initial reporter, "when smartsite 20039e connect with llad, it could not collect blood."